Event description:
The customer stated the device displayed a red "x" and will not power up. The troubleshooting indicates a battery issue. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.